Event description:
Event occurred on right side device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified crease sharp opening on posterior and have non-penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a crease sharp opening on posterior due to a fold flaw opening and non-penetrating nick

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a unknown side deflation. Device has been explanted.